Manufacturer narrative:
The most likely cause of the valve not rinsed prior to implantation is use error. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative through investigation it was determined that this event was due to a use error. There was no device malfunction; however, this type of use error did cause or contribute to a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mmm aortic valve did not get rinsed prior to implantation. The patient was doing good so far.